Event description:
A malfunction was reported with a code of malf 0. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was informed that continued use of the pump was possible and instructed to call back if the malfunction reoccurred.